Event description:
Ous MDR. The patient was having symptoms of dizziness. Failure to capture was noted. The lead seemed to be connected properly and the lead was tested with good thresholds and impedances. A new pacemaker was connected which solved the issue.

Manufacturer narrative:
The lead was not returned for an analysis. The analysis therefore refers only to the returned pacemaker. Upon receipt, the pacemaker was interrogated and the memory content was analyzed revealing no anomalies. The battery status was found to be larger than 95% as expected. The follow-up data documented that the lead impedance increased continuously beginning from 850 ohms to 1700 ohms during the implantation duration. The header of the device was analyzed. The set screw could be easily screwed in and out, there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.